Event description:
The patient received the scs system on (B)(6) 2010. It was reported the patient last used stimulation in (B)(6) 2010. Patient has not charged her ipg since then. The patient programmer is also unable to communicate with the ipg. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.